Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the image on the screen flickered. There were also reports of the image on the screen being glitchy and dim. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated. However; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope go monitor was accidentally disposed of in error after being received by verathon for evaluation. Due to the accidental disposal of this device, the reported glidescope go monitor was not evaluated by a verathon technical service representative. Therefore, the original reported issue could neither be confirmed nor denied. While the exact cause of the reported issue could not be fully determined, a probable cause for the reported issue of, "flickering, glitchy, & dim image" could potentially be a result of an intermittent hdmi connection between the reported glidescope go monitor and the glidescope video laryngoscope device that was originally connected to the monitor at the time of the reported incident. Several scenarios that may have led to the reported, "flickering, glitchy & dim image" include, possible damage sustained to the glidescope go monitor's hdmi connector or possibly the glidescope video laryngoscope hdmi port may not have been fully seated with the glidescope go monitor hdmi connector at the time of the reported incident. No further information was provided by the customer on the type of glidescope video laryngoscope model that was originally connected to this glidescope go monitor at the time of the reported incident. The glidescope video laryngoscope that was originally connected to the reported glidescope go monitor was not made available to verathon for further evaluation. Corrective action is not required at this time. Verathon will continue to monitor for trends.